Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with an abdominal penetrating atherosclerotic ulcer (pau) that was intended to be treated with a gore® tag® conformable thoracic stent graft with active control system (tgm). It was stated that after the device was deployed it was realized that the tgm landed more proximal than intended. It was decided to try to move the tgm more distal to prevent possible future renal occlusion. Therefore the distal aorta was blocked with a gore® molding & occlusion balloon (mob) and it was tried to move the tgm. During that attempt the pau ruptured. It was necessary to convert the patient to open surgery. The patient is in good condition. The physician stated that the unintended deployment location was likely related to the used stiff lunderquist guidewire that had rearranged the aorta and that influenced the angiographic images and that no know device issues occurred.